Event description:
It was reported that this complaint is from a data use agreement (dua). The dua summarizes 64 patients that were implanted with angled blade plates. Implantation was between (B)(6) 2000 to (B)(6) 2023 at (B)(4). Patient number 48. Patient is a 37 year old female. Reason for implantation was osteotomy. Post op complication included nonunion. Treatment/intervention included total hip arthroplasty (tha). Implant(s) involved: 130 degree blade. Cortex screws x4. This pc-001684102, which was related to (B)(4), was created to capture patient number 49. This report is for four (4) unk - screws: cortex. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: cortex/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.